Event description:
The customer contacted baxter's technical service center regarding a slow flow patient alarm which occurred on the homechoice (hc) during use, during fill 1. The baxter technical service representative (tsr) had the hp check the line for air or fibrin and the hp stated that there was space in the fluid of the patient line. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient's nurse on (B)(6) 2011 in regards to a slow flow patient alarm and a air in tubing (without alarm) and she said the patient was able to resume therapy after starting over with new supplies. She did not have a sample or a lot number available. She said the patient has been resuming therapy successfully since then. No further information was provided. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.